Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. The customer's blood glucose was 544 mg/dl. Customer was transported by paramedics to the emergency room, where they received intravenous fluids of saline and insulin and anti-nausea medication. Customer was released the same day with issue resolved and no permanent damage.